Event description:
During regular maintenance of the ventilation module, the unit was found to have a non-triggering solenoid which would occur while the waste anesthetic gas line was blocked. At the time it was believed that this would not meet the criteria of a reportable malfunction, but upon further discussion with members of our service team we have decided to report this out of an abundance of caution.

Manufacturer narrative:
Awaiting return of device to conduct investigation. Follow-up: device still being returned - investigation will be conducted on return of device.

Manufacturer narrative:
Awaiting return of device to conduct investigation.

Event description:
During regular maintenance of the ventilation module, the unit was found to have a non triggering solenoid which would occur while the waste anesthetic gas line was blocked. At the time it was believed that this would not meet the criteria of a reportable malfunction, but upon further discussion with members of our service team we have decided to report this out of an abundance of caution.